Manufacturer narrative:
A ge service rep performed an over-the-phone investigation, and instructed the customer how to repair the system. The system is operating as intended.

Event description:
The customer reported that the system locked up. No pt injury was reported.